Manufacturer narrative:
Product ID 3093-28, lot# v203110, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device died very fast because of use was not specific to this device. It was reported that the patient¿s device died very fast because of use was not specific to this device.